Event description:
It was reported that since approximately 3 years, the patient is no longer able to hear with his device. When he was seen in the clinic for other reasons, they saw, that the electrode is visible in the ear canal. Testing revealed alternating impedances (sometimes the basal 5 channels are hi and 2-3 channels show increased impedances, sometimes all channels are ok). No tympanic membrane visible. External parts were checked and work properly. A CT scan shows that only 4-5 electrodes are inside the cochlea, the others are in the middle and external ear.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.